Manufacturer narrative:
Medtronic received additional information that the battery had been installed on (B)(6) 2024 and the lot number of the battery removed from the instrument was 0012060698. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device analysis summary: the reported issue that while on standby, the instrument showed "low battery" was verified during service. The service technician also observed that the mp module was not passing the leak test. The issues were resolved by replacing the battery,12v,6.5 ah ,certified*2 and the assembly 560 bioconsole mp module. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that while on standby, the instrument showed "low battery". The instrument was replaced. There was no patient involvement, so no adverse effect occurred.